Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video and a photo was provided and reviewed. In this footage, a health care professional (hcp) holding maxcore in full prime position, hcp fired the device using the side trigger, inner stylet was fired but cannula was not fired. A photo shows labeling information which is verified with tw. Based on the video the reported failure to fire can be confirmed. Therefore, the investigation is confirmed for the reported failure to fire as the device was not fully fired (only stylet was released) in the provided video. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (b(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal tissue density using a maxcore instrument. During the procedure, the outer cannula failed to fire. No coaxial needle was used. The procedure was completed with another device. There was no patient reported injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula of the device failed to fire. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video and a photo was provided and reviewed. In this footage, a health care professional (hcp) holding maxcore in full prime position, hcp fired the device using the side trigger, inner stylet was fired but cannula was not fired. A photo shows labeling information which is verified with tw. Based on the video the reported failure to fire can be confirmed. Therefore, the investigation is confirmed for the reported failure to fire as the device was not fully fired (only stylet was released) in the provided video. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, e1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula could not be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.